Event description:
Pt in a hhosp that had no emergency equipment, had a witnessed event and CPR was started immediately. The ambulance service provided advanced care to the pt, which was initiated less than 10 munutes from when the pt went down. During this incident, the clinicians were using the device in the "semi-auto" mode and were pressing the analyze button (per the hosp protocol) to determine whether to deliver a shock to the pt. (The m5500b defibrillator can be configured to turn the "device initiated analysis" to "off" when in the AED mode. If the user selects this configuration, they must press the "analyze" button to initiate analysis). The investigator said that the customer stated that the defibrillator gave a total of 60 "pads off" messages within approx 30 minutes. The pt expired.